Event description:
The device was used during a laparoscopic hernia procedure. Reportedly, the instrument did not fire properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
11/7/97-supplemental rpt #1 submitted to FDA. The lower cartridge cover was disengaged and not returned for evaluation preventing co from reliably determining the exact cause for the difficulty rpt'd.